Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered significant harm, conscious pain, and suffering, physical injury and bodily impairment resulting permanent physical deficits, permanent and other sequelae likely to continue manifesting in the future.